Event description:
Four patient samples with discrepant results. Only the following 2 examples were provided. Patient 2: initial albumin gave 2.6 g/dl; repeat gave 4.5 g/dl. Erroneous results were reported. Patients not adversely affected. Although the exact root cause could not be determined, the field service representative found a problem with the rt1 sr probes bending, due to warn z-ropes, and replaced z-ropes for sample and reagent probes. Performance tests were performed.

Event description:
Four patient samples with discrepant results. Only the following two examples were reported: patient 1: initial phosphorus gave 2.0 mg/dl; repeat gave 3.4 mg/dl. Erroneous results were reported. Patients not adversely affected. Although the exact root cause could not be determined, the field service representative found a problem with the rt1 sr probes bending, due to warn z-ropes, and replaced z-ropes for sample and reagent probes. Performance tests were performed.